Manufacturer narrative:
Device eval: customer has not returned the device to the MFR for device eval. The device appears to be operating correctly and within specs according to the facility's performance testing. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.